Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-01414 for the other associated device information. It was reported to boston scientific corporation that two ultraflex covered tracheobronchial stents were attempted to be implanted during a bronchoscopy with stenting procedure within the left main stem of the bronchus on (B)(6), 2010. According to the complainant during the procedure the first stent and delivery system were passed through the stricture without difficulty. The stent was the proper length and size for the stricture, however the stent only partially deployed. According to the physician the lesion was predilated; however the stricture was too tight. The first stent and delivery system was removed without difficulty. At this time the stricture site became very irritated. A second ultraflex covered tracheobronchial stent was attempted to be implanted; however the delivery system could not cross the lesion. This stent was never deployed. The second stent and delivery system was removed from the patient and the case was ended. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Since initial report has been filed, boston scientific has received additional patient information: it was reported to boston scientific corporation on (B)(6), 2010 that the patient declined another stent placement procedure, because she did not want to be intubated again. She opted for radiation therapy in lieu of stent placement. After she received radiation therapy, she checked into hospice and has since passed away from lung cancer. No autopsy was performed; however in the physician¿s assessment her death was unrelated to the stenting procedure performed on (B)(6), 2010. The date of death was recent; however an exact date could not be confirmed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 15 mm. The shaft was kinked proximal to the crocheted stent. No issues were noted with the crochet stitches from the point of release from the stent. A function evaluation was then performed. During the analysis of the device it was possible to retract the deployment suture and deploy the stent without resistance. Based on the condition of the returned device and the analysis performed, the most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-01414 for the other associated device information. It was reported to boston scientific corporation that two ultraflex covered tracheobronchial stents were attempted to be implanted during a bronchoscopy with stenting procedure within the left main stem of the bronchus on (B)(6), 2010. According to the complainant during the procedure the first stent and delivery system were passed through the stricture without difficulty. The stent was the proper length and size for the stricture, however the stent only partially deployed. According to the physician the lesion was predilated; however the stricture was too tight. The first stent and delivery system was removed without difficulty. At this time the stricture site became very irritated. A second ultraflex covered tracheobronchial stent was attempted to be implanted; however the delivery system could not cross the lesion. This stent was never deployed. The second stent and delivery system was removed from the patient and the case was ended. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.